Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An increased intra-peritoneal volume (iipv) is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume. Review of the event log revealed that the cycle 10 received a partial fill. The cycle 10 drain was completed on (B)(6) 11 at 07:55:15, and the user's actual drain volume during cycle 10 was 1518 ml. The actual drain volume of 1518 ml is 75.9% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:13:14. During night drain cycle ten, the patient's ultrafiltration reading was 1520ml, indicating the home patient (hp) drained 1220ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.